Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. A global receiver functional test was performed and passed. A global communication tool software test was performed, and it passed audio and vibration tests. Manual try-it audio\vibration testing was performed and passed. Digital sound level meter testing was performed and passed. The receiver case was opened for an interior inspection and passed. Speaker audio intermittent tests were performed and passed. Speaker resistance was measured and passed. The reported event of a low audio output was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, the receiver had low audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having low audio output could not be determined. A probable cause could not be determined.